Event description:
The initial reporter advised shiley that rptr had seen a pt with a bjork-shiley convexo-concave mitral heart valve who was experiencing possible obstruciton of the valve due to pannus. The initial rptr indicated that the pt presented with the complaint that pt could no longer hear the sound of the valve functioning.

Event description:
Add'l info rec'd from the pt's physician indicated that the pt had been hospitalized and diagnosed with "[a] thrombus in pt's left atrium". According to the pt's physician, the pt was treated with heparin and coumadin.